Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was achieved in the femoral artery using two perclose proglide devices. Reportedly, suture deployment of the first and second proglide devices was successfully achieved of a 14-french sized access site. During reinsertion of the guide wire into the guide wire exit port of the second proglide device, strong resistance was felt and the tip of a stiff, soft, or floppy guide wire could not be inserted through the guide wire exit port. The opposite end of a j-tipped guide wire was inserted and advanced through the guide wire exit port and the procedure was successfully finished. After completion of the aaa repair procedure, the sutures were used to successfully achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty inserting a guide wire into the guide wire exit port of the device was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for this deficiency. Based on an expanded investigation, there is a possible product issue related to the difficult to insert guide wire through the guide wire exit port. Further assessment of this issue was conducted per site operating procedures. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.